Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer's spouse reported via phone call that they experienced high blood glucose. The customer's spouse reported that they had a bent cannula. The customer's blood glucose was 424 mg/dl at the time of incident. The customer's blood glucose was over 600 mg/dl at the time of call. The customer's spouse stated that they treated the high blood glucose with manual injections. The customer's spouse stated that the drive support cap appeared normal. The customer's spouse performed troubleshooting and did not find setting issues. The customer's spouse declined to check for air bubbles, leaks and site and insulin issues. The customer's spouse also reported that the motor stopped during priming while holding act button. The customer's spouse was advised that the insulin pump will need to be replaced. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The insulin pump will be returned for analysis.